Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline communication fault on the system controller. The system controller was exchanged, and the driveline fault returned. The modular cable was then exchanged, and the alarms returned later that night. The alarm was permanently silenced.

Event description:
It was additionally reported that the patient was sent home with permanently silenced alarms. There were no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for the alarms could not be determined. The controller event log files contained events on (B)(6) 2023 and on (B)(6) 2023. On system controller (B)(6) , a persistent driveline communication fault alarm was captured throughout the file with intermittent comm a faults. (B)(6) was exchanged and the event log file from system controller (B)(6) captured an intermittent comm a fault that progressed to a persistent driveline communication fault alarm. The alarms were observed until the end of the file. Pump communication and function were not interrupted during these events. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. The IFU and patient handbook address system alarm conditions, including the driveline communication fault, as well as provide the appropriate actions associated with each condition. Furthermore, the patient handbook also instructs the user to call their hospital contact right away if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.